Manufacturer narrative:
The reported failure of the pressure transducer test in pre-use check was not reproduced during the tests of the returned air gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The failure was confirmed in received device logs. The reported problem could not be reproduced, therefore the cause could not be determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test intermittently. There was no patient involvement. (B)(4).